Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cosmetic. According to the reporter: (B)(6) post-operatively, wound dehiscence of the skin was noted which leaves the implant exposed to air. It is being kept hydrated using gauzes soaked in saline solution and (B)(6), the opening of the wound increased (became wider) as was also noted the absence of the mesh in some areas of the implant, looking like it is being reabsorbed. The patient was re-operated after (B)(6) and there was not any integration.